Event description:
At the end of surgery, the patient was unable to be extubated by certified registered nurse anesthesiologist (crna) due to a mechanical obstruction. The anesthesiologist, crna, and surgeon were present at the incident. Bronchoscopy and video glidescope were performed. When the patient was extubated by ent physician, there was a notable cuff of plastic present distal to nim cuff. There had been no difficulty or any issue intubating patient during induction. Notes from the operative note: the patient "was reversed from anesthesia and extubated and transferred to the recovery room in stable condition. At the time of extubation, there was a small amount of resistance as the tube was being removed; therefore, will be utilized kaleidoscope to visualize the area and the endotracheal tube had developed an unusual cuff of plastic just distal to the balloon, therefore it was easily removed by simply rocking it out in a corkscrew fashion, left side first, the right and came without resistance or had any evidence of trauma to the vocal folds. Appeared to be a small defect in the endotracheal tube, which should cause no difficulty with vocal quality...in the recovery room, the patient has normal voice."